Manufacturer narrative:
(B)(4) pump received with intermittent button response due to flattened escape, act and up button dome switches. No button error alarm and no unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify bolus wizard anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the customer's blood glucose level was lower than target range. The customer's blood glucose was in range (100-100) mg/dl. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.